Manufacturer narrative:
Reported event: an event regarding rio wouldn't lock into haptics during reaming, involving a 2.1 rio robotic arm int. Orth. System, catalog 204000 was reported. Method and results: device evaluation and results: device inspection could not be performed. Three communications were made to attain log data. No information was located, therefore the investigation could not be completed. Device history review: a review of the DHR associated with rio 302 found quality inspection procedures successfully passed.. Complaint history based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding rio wouldn't lock into haptics during reaming. There were no other reported events for the listed catalog number. No response after 3 attempts.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case software malfunctioned in that the robot haptics did not engage. The surgeon completed the case manually with a competitor's implant system. The outcome of the case was successful.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case software malfunctioned in that the robot hapitics did not engage. The surgeon completed the case manually with a competitor's implant system. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.